Manufacturer narrative:
Return requested. Replacement 8pack battery kit shipped to site. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities, cable grade, safety inspection and software areas passed. Mechanical test failed. System fails to hold proper charge for motion. Replaced motion batteries and verified that the system functions properly. Issue resolved. System performed as intended.

Event description:
A site biomed representative reported the site's imaging system motion batteries were low even after the system was charged over night. The x-ray batteries are normal charge. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.